Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the pulse generator exhibited backup vvi operation and the battery had reached elective replacement indicator. The patient was transferred to the hospital and the device was explanted and replaced on (B)(6) 2016. The patient was doing well post surgery.